Manufacturer narrative:
(B)(4).

Event description:
The customer reports a leak in the catheter during use on a patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one used ps-01652 for evaluation. The catheter was functionally tested by clamping off the distal end and attaching a water filled lab inventory syringe to the extension line luer hub. When the plunger was depressed, water leaked out of the juncture hub. After the catheter failed functional testing, it was microscopically examined. A small slit was found in the juncture hub. The slit was straight and smooth and is consistent in appearance with a slice created due to contact with a sharp object (needle, scissors , scalpel, etc.). Adhesive residue was observed on the extension lines. A device history record review was performed with no relevant findings. The instructions for use provided with this kit warns the end user to not suture directly outside the diameter of catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow. It also warns that that in order to minimize the risk of cutting the catheter, do not use scissors to remove dressing. The customer report of a catheter leak was confirmed by complaint investigation. The returned catheter contained a small slit in the juncture hub. The slit was consistent in appearance with contact with a sharp object. A device history record review was performed with no relevant findings. Based on the report that the defect was identified during use and the condition of the sample received, it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports a leak in the catheter during use on a patient.